Event description:
It was reported that the pulse generator could not be interrogated. The manual magnet rate was at 74 ppm and the presenting rate was at 63 ppm. These rates indicate that the device was at elective replacement indicator (eri).

Manufacturer narrative:
No medwatch form was received.